Event description:
It was reported that during a craniotomy, the drill heated up. Backup equipment was used to complete the procedure, causing a 3 minute delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer, and the complaint was confirmed. Internal components were evaluated, which revealed that the motor and a bearing were worn, indicating excessive friction between rotating components. Excessive friction can lead to heat being generated when the device is operated. The rotor assembly and bearing were replaced and the drill was returned to the user facility.